Manufacturer narrative:
Additional information was provided in d.9., h.3. H.6. And h.11. The product was returned for analysis. Lens returned in a sample container. The lens is covered with wet solution. The optic is torn/split-cut dividing the intraocular lens (iol) in two and is scratched-rejectable. The other health care professional stated exchange was proceeded with t2 19.0d because the patient's refraction did not match after the company iol t0 19.5 surgery" the root cause for the reported complaint could not be determined. The exchange from a 19.5 iol to a t2 19.0d iol, may suggest that the replacement lens was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implantation surgery, the patient's refraction did not match. The implanted lens was exchanged with unspecified iol of different toric power and diopter value.